Event description:
The customer contacted stryker to report that their device does not recognize when a patient is attached, and does not charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and replaced the therapy socket and keypad to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Additional mfg narrative of the initial MDR indicates: stryker evaluated the device and replaced the therapy socket and keypad to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Additional mfg narrative of the initial MDR should indicate: stryker evaluated the device, and the issue of device sensing problem was able to be verified and was able to be duplicated. It was determined that the cause of the issue was damaged therapy socket. The issue was resolved by replacing the therapy connector. The issue of device failure to charge was not able to be verified and not was able to be duplicated. Root cause not determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device does not recognize when a patient is attached, and does not charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.